Event description:
It was reported, that during a da vinci-assisted procedure. The large hem-o-lok clip applier instrument would not hold the clip. Per event details, the procedure was converted to another da vinci system. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned. And evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed, the customer reported complaint. The clip applier moved intuitively with full range of motion in all directions. The grips clip test was performed, and failed. The instrument was found to have multiple input disks cracked. Hairline cracks were found on input shafts #6 and #7.